Event description:
The customer reported obtaining low sodium patient results and quality control on their au5800 clinical chemistry analyzer. The low results were not released outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and indicated the customer resolved the issue after they replaced the ise tubing and performed cleaning of the reference electrode. The fse verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).